Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a melted plastic component behind jaw. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument arrived at central processing in that condition. During the last registered use of the instrument, there was no report of arcing, and it was completed robotically. The surgeon is known to use hot shears in addition to fenestrated bipolar energy together; the thermal damage was not accidental, and the instruments were stacked. No patient injury, and there is no video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did not indicate that a monopolar instrument was used during this case. The complaint regarding melted plastic behind the jar was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.